Event description:
It was reported that using a radial artery access approach during a procedure of the concentric, heavily calcified, mildly tortuous, distal right coronary artery (rca) with a vessel diameter of 2.5 mm and lesion length of 35 mm after pre-dilatation with a non-abbott balloon dilatation catheter (bdc) the 2.5 x 38 mm xience xpedition stent delivery system (sds) was advanced with the support of a guideliner catheter but met resistance attempting to cross the lesion. It was noted that during the attempts to cross the lesion, blood was observed coming into the indeflator; the xience xpedition sds was removed from the anatomy without reported issue. Additional lesion dilatation was performed with a non-abbott bdc and a different 2.5 x 38 mm xience xpedition sds was advanced to the lesion and the stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue,runthrough hypercoat; guide cath: heartrail 075 guideliner. Evaluation summary: the device was returned for analysis. The difficulty to position the stent delivery system (sds) was not confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported leak was confirmed with other observations. Based on a visual/dimensional/and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.